Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
Cvicu rn (cardiovascular intensive care unit registered nurse) called to report that during intra-aortic balloon (iab) therapy there was a check iab catheter alarm generated. The patient had recently arrived from the cvor(cardiovascular operating room). The patient was flat in the bed and the customer said they had not bent the leg. They had been in contact with the cv(cardiovascular) surgeon who had them pull the catheter back approximately 1 centimeter with no improvement. At the time of their call to us the balloon had been immobile for 17 minutes. The support specialist had them hyperextend the insertion site with a towel roll and reduce the augmentation control 4 clicks. This resulted in the pump being able to inflate the balloon approximately twice between alarms which kept it from being immobile. The support specialist asked for a chest film. The cv (cardiovascular) surgeon was on his way in to possibly reposition or remove the balloon. The customer called back approximately 30 minutes later to report that the surgeon had pulled the balloon and they were able to see a severe kink above but near the insertion site. The iab was not replaced. The indication for use was post-operation. There was no reported injury to the patient.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. No kinks were detected on the returned iab catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto fill cycle. The iab pumped normally and no alarm sounded from the pump. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4).

Event description:
Cvicu rn (cardiovascular intensive care unit registered nurse) called to report that during intra-aortic balloon (iab) therapy there was a check iab catheter alarm generated. The patient had recently arrived from the cvor(cardiovascular operating room). The patient was flat in the bed and the customer said they had not bent the leg. They had been in contact with the cv(cardiovascular) surgeon who had them pull the catheter back approximately 1 centimeter with no improvement. At the time of their call to us the balloon had been immobile for 17 minutes. The support specialist had them hyperextend the insertion site with a towel roll and reduce the augmentation control 4 clicks. This resulted in the pump being able to inflate the balloon approximately twice between alarms which kept it from being immobile. The support specialist asked for a chest film. The cv (cardiovascular) surgeon was on his way in to possibly reposition or remove the balloon. The customer called back approximately 30 minutes later to report that the surgeon had pulled the balloon and they were able to see a severe kink above but near the insertion site. The iab was not replaced. The indication for use was post-operation. There was no reported injury to the patient.